Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's tidal volume delivery was increased. The device's flow sensor was cleaned and the circuit calibrated to address the issue.